Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Following the reset the customer was unable to charge the pump despite the attempt of multiple charging supplies. Reportedly, the charging supplies were able to successfully charge another device. The customer¿s blood glucose level was 163 (mg/dl).